Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently delayed in responding to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. The customer's blood glucose level was 150 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.